Manufacturer narrative:
Since no lot number, brand name is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number : (B)(4). Event occured inthe united states it was reported that the patient faced issue with the infusion set tubing on (B)(6) 2025. The infusion set tubing was tangling/kinking while patient was sleeping. No further information available